Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure an agiltrac balloon ruptured. No further procedural details were available. The pt did not experience any adverse sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.